Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was rapidly depleting. Reportedly, the pump was at 20-25%. When the pump was plugged in, the pump jumped to 100%. When the customer unplugged the pump, within an hour, the pump went back down to 20%. The customer's blood glucose level was 150 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.